Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon dimension testing of the returned sample. One used 8fr angio-seal vip was received for product. The arteriotomy locator was returned mated with the hemostasis sheath. Along with header bag. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was found to be properly mated with the hemostasis sheath. Upon examination of the locator/sheath assembly, a bulge was observed at the blood inlet holes of the sheath. The hemostasis sheath tip was inspected under the microscope and confirmed to be damaged. The tip was deformed and there was a bump on the tip. No other visual anomalies were noted that with the returned components. For dimension testing, the outer diameter of the arteriotomy locator was measured be 0.106'' and which was within the specification of 0.106" +0.002/-0.001. The outer diameter of the sheath was measured to be 0.129'' which was within the specification of 0.128" +/-0.005". All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely off axis compressive and tensile forces applied to the locator/sheath assembly during insertion caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/ potential lot# combinations was conducted with no findings.

Event description:
The user facility reported that when the angio-seal insertion sheath was attempted to be inserted, the skin was stiff, and the sheath was kinked when the sheath was being advanced. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage. The estimated blood loss was less than 250cc's. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.